Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain / pain') and abortion spontaneous ('miscarriage') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included anxiety aggravated. Previously administered products included for an unreported indication: mirena iud, ibuprofen and zoloft. Concurrent conditions included hernia, amenorrhea, gestational diabetes mellitus and glucose abnormal. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced mood swings ("mood swings"), hypersensitivity ("allergic or hypersensitivity reaction type: after surgery"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhea"), nausea ("nausea"), memory impairment ("memory issues"), depression ("depression"), eye disorder ("eye problems"), visual impairment ("vision problems") and dizziness ("dizzy spells") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), migraine ("migraines / headaches"), anxiety ("anxiety worsened"), back pain ("back is killing me down both my legs") and amenorrhoea ("no period") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, nausea, memory impairment, allergy to metals, depression, eye disorder, visual impairment, weight increased, dizziness, anxiety, back pain and amenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, amenorrhoea, anxiety, back pain, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, hypersensitivity, memory impairment, menorrhagia, migraine, mood swings, nausea, pregnancy with contraceptive device, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Approximate weight at the time of essure placement 130 lbs. 1st device loaded through operating channel of hysterscope, and inserted into the r tubal ostia. Trailing coils in uterus: 7. 2nd device loaded through operating channel of hysterscope, and inserted into the l tubal ostia. Trailing coils in uterus: 7 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain / pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included anxiety aggravated. Previously administered products included for an unreported indication: mirena iud, ibuprofen and zoloft. Concurrent conditions included hernia, amenorrhea, gestational diabetes mellitus and glucose abnormal. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced mood swings ("mood swings"), hypersensitivity ("allergic or hypersensitivity reaction type: after surgery"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhea"), nausea ("nausea"), memory impairment ("memory issues"), depression ("depression"), eye disorder ("eye problems"), visual impairment ("vision problems") and dizziness ("dizzy spells") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), migraine ("migraines / headaches"), anxiety ("anxiety worsened"), back pain ("back is killing me down both my legs") and amenorrhoea ("no period") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, migraine, nausea, memory impairment, allergy to metals, depression, eye disorder, visual impairment, weight increased, dizziness, anxiety, back pain and amenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, amenorrhoea, anxiety, back pain, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, hypersensitivity, memory impairment, menorrhagia, migraine, mood swings, nausea, pregnancy with contraceptive device, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6). Approximate weight at the time of essure placement (B)(6). 1st device loaded through operating channel of hysterscope, and inserted into the r tubal ostia. Trailing coils in uterus: 7. 2nd device loaded through operating channel of hysterscope, and inserted into the l tubal ostia. Trailing coils in uterus: 7. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received- new event pregnancy, miscarriage and device ineffective were added. Case was upgraded from non-serious incident serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.